Event description:
I had clips placed for sterilization in (B)(6) 2017. The metal filshie clips that were supposed to be on my tubes embedded in my bladder. Doctor found them during hysterectomy ((B)(6) 2021) procedure. Caused painful urination and severe abdominal pain for the last few months. If you need more info please contact me. FDA safety report ID# (B)(4).